Event description:
Patient had a lasik ou procedure on (B)(6) 2017. Od was as optimized treatment and os was a contoura treatment with a -2d undercorrection for monovision. On one day post-op patient was found to be 20/150 os with horizontal striae across optical zone. The od was normal. A lift and smooth was immediately done by surgeon. Patient returned on sunday (B)(6) 2017 for post-op and striae found to be resolved. Patient will return again on tuesday (B)(6) 2017. Pt seen (B)(6) 2017 vasc 20/25 od, -2.25 20/25 os. Reference MFR # 300388808-2017-00692.